Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose readings ranging in the low 40's mg/dl. The customer experienced the low blood glucose while at work and treated with orange juice and a meal. The customer reported that the sensor did not capture the low blood glucose reading due to the transmitter losing its charge and the transmitter battery dying quickly. Troubleshooting was not completed and the customer was advised to call back with the test plug in order to test the transmitter. The insulin pump is not expected to return for analysis. (B)(4).